Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was experiencing issues with different readings in sensor glucose and blood glucose. Customer stopped wearing the sensors months ago. Customer stated that the issue with the sensors began 6 months ago. Customer's blood glucose was 520 mg/dl when she woke up. Customer did not want to troubleshoot because she thought she was getting a cold. Customer stated that she treated with the pump. Customer moved the site and new cartridge of insulin just in case. Customer was advised to try a new sensor after the test plug procedure passed.